Manufacturer narrative:
Additional details were added the record, and it was reported that the device was not in clinical use when the issue occurred. The device was also evaluated by a service engineer (se), and the se specified that the customer discovered a damaged rs232 located on the central processing unit (cpu) printed circuit board assembly (pcba). The se replaced the cpu pcba to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a broken rs-232 port. The rs-232 port for connection to his and patient monitors. It was unknown how the issue was found. No patient or user harm reported. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.